Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: investigation summary: visual inspection: 1.5mm/1.1mm double drill sleeve was received at us cq. Upon visual inspection at cq. It is observed that the distal tip of the 1.1mm drill bit hole in double drill sleeve was broken. The rest of the device shows minimal wear which would not contribute to the complaint condition. Device failure/ defect found? Yes. Dimensional inspection : no dimensional analysis was performed due to confirmed post manufacturing damage identified. Document/ specification review: (current & manufactured). Complaint confirmed? Yes. Investigation conclusion: the complaint condition is confirmed. While a definitive root cause could not be determined, it is possible that the device might have encountered unintended forces. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part number: 312.140. Lot number: 5l16197. Manufacturing site: bettlach. Release to warehouse date: july 2, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a j&j employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that the double drill sleeve was broken. There was no known patient or hospital involvement. This report is for 1 1.5mm/1.1mm double drill sleeve. This is report 1 of 1 for (B)(4).